Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Preliminary log analysis found that the issue could be confirmed. It was reported that the connector was moving on the imaging system. When moving, the reported issue was observed. A locking nut on the interface (umbilical) cable was loose, once tightened, functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion the imaging system would intermittently lose connection with the viewing station of the imaging system. It was reported that adjustment of the interface (umbilical) cable would intermittently restore the connection. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.